Event description:
The surgeon attempted to implant an aa4203tl model lens but the plunger would not engage the lens as it was being ejected. There was patient contact but no injury or event. The surgical technician reported that the injector may have been the cause of the malfunction. An msi-p1 injection system was used, but the lot number was not provided by the facility.